Event description:
During a code situation in the hosp, a pt experiencing long periods of apnea, was being intubated with a disposable laryngoscope blade (either a size 3 or size 4). The blade broke when an unnamed anesthetist attempted to intubate (male pt, 66 years old, weighing 165 pounds). The blade broke in the contact area. The contact area stuck in the handle. Another handle and disposable blade were put into service. The second intubation attempt was successful. The hosp stocks only one handle and 3 disposable blades on each "code cart." Reusable laryngoscope blades are not stocked on the "code cart." The blade was not saved.